Event description:
It was reported that this right atrial (ra) lead exhibited noise. There is no intervention information from the field to date. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).